Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 an eye care provider (ecp) called to report a patient (pt) was diagnosed with bacterial conjunctivitis ou while wearing the 1-day acuvue moist multifocal lenses three times after treatment, then returning to contact lens wear and restarting make-up. The ecp reported that the pt was seen on (B)(6) 2017 with complaints of red eyes, crusting and mucopurulent discharge. The pt was diagnosed with ou bacterial conjunctivitis for the second time. The ecp stated that the corneas were clear and was given a prescription for azasite bid for 2 days, then daily for 5 days. The ecp also indicated that the pt was advised not to wear make-up or return to contact lens wear. The ecp also reported that the pt was advised to discard the suspect lenses, make-up, and contact lens cases. The ecp reported speaking to the pt by phone on (B)(6) 2017 and the pt advised that the symptoms had resolved. The pt did not come in for a follow-up visit. The two additional bacterial conjunctivitis ou events will be submitted in separate reports. No additional medical information was received and no additional medical information is expected. The suspect product was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 1562760101 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.